Event description:
It was reported that, during testing, the screen on a 980 ventilator was black. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. An external visual inspection of the returned part was conducted and no anomalies were observed. The returned component was installed into a test ventilator for analysis, functionality testing was performed; no errors were recorded in the diagnostic logs. Upon disassembling the gui led it was noticed that the user interface (ui) to led backlight cable had become loose from the touchscreen controller printed circuit board (pcb). An investigation was performed and the product analysis technician reported that the root cause was isolated to the loose backlight cable. If information is provided in the future, a supplemental report will be issued.